Event description:
It was reported that when the device was used during an unknown procedure, the shield would not retract. Another device was used to complete the case. There was no patient consequence.